Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04054. It was reported that pt was unable to increase the amplitude of the system. An x-ray determined the occipital leads (off-label use) had migrated and there was a 90 degree kink in the leads. It was reported surgical intervention may be undertaken at a later date to address the issue.